Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 20mm amplatzer amulet occluder was successfully implanted in a patient. It was noted that on (B)(6) 2024, suffered a heart attack, had chest pain, and respiratory failure, and went into cardiac arrest. Cardiopulmonary resuscitation was performed by emergency medical services for 40 minutes. The patient was also administered 3 rounds of 10 ml epinephrine (0.1 mg/ml), 5 shocks up to 360 j, and 150mg of amiodarone. King airway (non-abbott device) was placed, intraosseous in the right tibia was placed, and compressions were provided by a non-abbott device. The patient ultimately passed away on (B)(6) 2024. The cause of death was from heart attack leading to respiratory failure and cardiac arrest. There was no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
H1.. Correction: upon additional information, the amplatzer amulet should not have been submitted as a medical device report (MDR) as the event indicated that the patient's death on (B)(6) 2024 was due to patient's medical history and not related to the amplatzer amulet that was implanted on (B)(6) 2022.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 20mm amplatzer amulet occluder was successfully implanted in a patient. It was noted that on (B)(6) 2024, suffered a heart attack, had chest pain, and respiratory failure, and went into cardiac arrest. Cardiopulmonary resuscitation was performed by emergency medical services for 40 minutes. The patient was also administered 3 rounds of 10 ml epinephrine (0.1 mg/ml), 5 shocks up to 360 j, and 150mg of amiodarone. King airway (non-abbott device) was placed, intraosseous in the right tibia was placed, and compressions were provided by a non-abbott device. The patient ultimately passed away on (B)(6) 2024. The cause of death was from heart attack leading to respiratory failure and cardiac arrest. There was no allegation of malfunction against the abbott device or procedure. No additional information was provided. Subsequent to the previously filed report, additional information was received that the patient had history of left ventricular hypertrophy, negative catheterizations, and was due for evaluation of chronic chest pain and had respiratory distress earlier the day of their death. The cause of the patient's death is not related to the implanted 20mm amplatzer amulet occluder and related to the patient's past medical history. No additional information was provided.